Event description:
Customer reported a concern with energy output of their lightsheer device, when 5-6 pts reported superficial-first degree burns after hair removal treatments. Only one pt (cm) was prescribed medication for the burns; the other pts were recommended to apply bacitracin (otc).

Manufacturer narrative:
The lightsheer device was evaluated by lumenis service. Per the service depot, no problems were found with the system's energy output or cooling performance. Root cause: two pts were treated aggressively for skin type, per the lumenis clinical educator. Other pts were treated at the upper end of the physician recommended presets. No further conclusion can be drawn. The customer had previous clinical trainings by lumenis in 2004. The customer obtained add'l training from lumenis in 2005.